Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to ipg being inoperable. Patient had not been able to charge the ipg for approximately 3 and half weeks. The ipg did not communicate with external devices. It is unknown when the patient last successfully recharge the ipg. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was resumed post operatively.

Manufacturer narrative:
The reported event for inability to charge the ipg was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The ipg charged normally with lab equipment.